Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor- 8/10/2015, electrode belt- 6/25/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital at the time of passing. Review of the patient's download data revealed that prior to passing, the patient's received 2 appropriate treatments and 1 inappropriate treatment from the lifevest. At 5:46:37, the patient received the first treatment. The patient's rhythm at the time of the treatment was vt at 240 bpm with motion artifact and the post-shock rhythm was asystole with intermittent cardiac activity and motion artifact. The rhythm then transitioning into sinus bradycardia at 20 bpm with motion artifact. Post-shock asystole is a known potential adverse outcome of defibrillation therapy. At 5:47:09, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was sinus bradycardia at 20 bpm with motion artifact. The post-shock rhythm was sinus bradycardia at 40 bpm with motion artifact. Motion artifact, oversensing of low amplitude cardiac signal, and nsvt contributed to the false detection. At 5:49:16, the patient received the third shock from the lifevest. The patient's rhythm at the time of the treatment was vt at 190 bpm and the post-shock rhythm was sinus bradycardia at 30 bpm. The response buttons were pressed after the third treatment was delivered. The response buttons functioned appropriately. The electrode belt was disconnected at 6:53:58 am. It was reported that the patient passed away on (B)(6) 2021 around 1:30 pm while in the hospital. There is no indication that a device malfunction caused or contributed to the patient's passing.